Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination noted that the helix was retracted and clogged with dried blood. X-ray examination found over-torque of the inner coil consistent with procedural damage. Electrical testing performed found an indication of an internal short due to the inner coil shorted against the inside of the connector ring caused by over-torque of the inner coil. The reported event of bad sensing and low pacing threshold was confirmed.

Event description:
During an implant procedure, the sensing values were not stable and the pacing threshold was low on the right ventricular (rv) lead. The rv lead was exchanged and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.